Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). The physician advanced the 3.00x12mm liberte bare coronary stent delivery system (sds) to the target lesion and it was unable to cross the lesion. Resistance was felt with the sds in the lesion and the stent dislodged in the proximal rca. The dislodged stent was successfully retrieved with a snare. The procedure was not completed due to this event and no patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.